Manufacturer narrative:
(B)(4). The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted. Placeholder.

Event description:
The clinic reported that a laser vision correction patient presented with flap striae (flap wrinkling) in left eye 1 day post treatment. It was stated that the patient had no loss of best corrected visual acuity (bcva). The patient complained of blurrier vision in left eye than right. During follow up on (B)(6) 2014, account reported that symptoms resolved (wrinkle and blurry vision). Flap lift and rinse was performed on (B)(6) 2014. Bcva: right eye pre-op 20/20 post-op 20/25+, left eye pre-op 20/20 post-op 20/25+. Account also repored that bcva may be unrelated to the striae and may have improved by now, as patient had no complaints with vision.